Event description:
It was reported that a pt underwent a pelvic floor repair procedure in (B) (6) 2008. Following the operation, the pt experienced complications including erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional info has been provided.

Manufacturer narrative:
(B) (4). Dyspareunia - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.